Event description:
The pt underwent implantation of a synchromed pump and catheter in 2001 for intrathecal infusion of baclofen for intractable spasticity related to head/brain injury. The pt had increased spasticity. A myelogram was done and rotor study with fluoro was performed. The rotor sutudy showed the pump was stopped. Catheter study was normal. The pt had pump and catheter replacement in 2001. The hcp returned the pump to the manufacturer for analysis due to "possible pump stall or battery depletion". The pt is improved with resumption of intrathecal baclofen.